Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to a skin flap infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 25, 2013.